Manufacturer narrative:
The mayfield ultra base unit (a2101) was returned for evaluation: failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. Unit received with the base handle resized due to handle closed without 6in transitional installed and deformed the hole. Unit without 6in transitional, thus the 6in transitional member was replaced for pm maintenance. Shock cushion, 1/4in pin and adjustment wrench were replaced from being worn. General maintenance and cleaning also performed. Root cause - based on the evaluation by integra service and repair, the root cause is most likely use error. The base handle was found to be resized due to the handle having been closed without 6in transitional installed, causing a deformed hole. Additionally, this unit is beyond integra¿s 7 years recommended life cycle (manufactured 2006). No further investigation required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.

Event description:
A facility reported that the mayfield ultra base unit (a2101) had a worn shock cushion and does not hold position. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported. After the device was returned by the customer, evaluation showed that the unit received had the handle was closed without 6-inch transitional installed.